Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Friend/family member reported the patient had multiple issues with their device, and two times manufacturer representatives tested the device and determined it was malfunctioning. No further complications reported/anticipated.